Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral tube was leaking in the spike at the place of insertion in the diet bag. There was no patient harm reported.

Manufacturer narrative:
Additional information: h2, h3, h4, h6. Investigation summary: the customer reported the enteral tube was leaking in the spike at the place of insertion in the diet bag. There was no patient injury/harm reported. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A total of five (5) used samples were returned for evaluation. Visual inspection and functional testing performed confirmed the reported issue of leak/detachment at the cross-spike. An investigation has been initiated to determine the root cause of this confirmed product issue. This reported event will be used for tracking and trending purposes.